Event description:
A 3.0 mm diameter x 12 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an unknown lesion. Lesion morphology was reported as prca stenosis. It is unknown if the lesion was pre-dilated. It was reported that the stent was unable to cross the lesion then dislodged. It is unknown if the undeployed stent remains in the patient. An endeavor 3.0 x 12 drug-eluting stent was used to successfully treat the lesion. The patient's condition is unknown.

Manufacturer narrative:
Patient code: other, unknown if the undeployed stent remains in the patient.